Event description:
Caller reported a malfunction on pump with a specific code displayed, but no notable events occurred prior to the malfunction. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. Customer was instructed to continue using the pump and to call back if any issue recurs, acknowledging the instructions provided.